Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing step, filling took 35u insulin, the customer was not seeing drops of insulin exit the end of the tubing during filling. The customers blood glucose level was not impacted. Troubleshooting with tandem technical support was performed and the customer was able to resume insulin delivery.